Event description:
In 2009, the pt was being treated with the gore excluder aaa endoprosthesis. The physician attempted to gain entry through the pt's right femoral artery. The pt's artery measured 6mm and was calcified. The physician tried to dilate the artery to allow for the 18f gore introducer sheath to be put into place. The sheath was only able to advance about 15cm. The physician removed the sheath. The opening to the pt's femoral artery was damaged by insertion of the sheath and use of dilators and balloons to dilate the artery. The physician unsuccessfully attempted to patch the femoral artery. At this time, the physician decided to abort the endovascular procedure and performed a femorofemoral bypass to restore bloodflow to the right side. The physician did not attribute the damage to the femoral artery to the sheath. The physician feels it was due to the calcium in the artery. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.